Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
"The safety mechanism is flimsy and easily broken. It broke while a nurse was engaging the safety feature after injecting the patient. Separate issue of needle bending while giving a patient an injection." (B)(6) (B)(6) 2026: per customer- I was brought a package with the lot number. Ref# (B)(4), lot# 5219066p.